Event description:
It was reported that the customer's insulin pump experienced a blank display. The customer stated that the display returned after a battery change. The customer's blood glucose was 298 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised that a replacement battery cap would be sent. The customer mentioned receiving a battery out limit alarm as well. Explained that a battery out limit alarm may have indicated a loose battery cap. Advised customer to monitor the insulin pump and call back if issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.